Manufacturer narrative:
Concomitant medical products: product ID: dtpa2qq crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about one month post implant, the patient stumbled out of their vehicle and caught themselves with the arm their right ventricular (rv) lead is on. The lead exhibited high thresholds, high/undefined pacing impedance, and numerous short v-v intervals. The lead had dislodged. The right ventricular (rv) lead was repositioned and remains in use. No patient complications have been reported as a result of this event.